Event description:
It was reported that customer experienced tandem mobi cartridge alarm in past, identified as cartridge alarm 30, which did not occur during cartridge load process. There was no adverse impact to the customer's blood glucose level. Customer was able to successfully load new cartridge from reported lot and resume insulin therapy, and issue was considered resolved with no additional follow-up documented.